Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported downstream sensor issue which was not reproduced. The reported condition was verified through a review of the event history log by the presence of downstream occlusion alarms. These alarms were found during a visual inspection to be caused by a chipped and out of adjustment downstream tubing guide which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an issue with the downstream occlusion sensor during testing. There was no patient involvement. No additional information is available.